Event description:
The dealer states the fan was making a horrible noise and the unit was overheating. Also the 4-way valve is not switching. There is one red and 2 green lights flashing on the inside of the unit. Additional non-reportable malfunction for this device; dealer alleges the 4-way valve is not switching.